Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced pain, swelling, redness, and pus on (B)(6) 2025, which was diagnosed as an infection at the insertion site while wearing a pod between 5 and 24 hours on the arm. Their blood glucose fluctuated, rising to 26mmol/l (468mg/dl) and decreasing to 3.4 mmol/l (61 mg/dl). The patient was taken to (B)(6) hospital, (B)(6), where they were diagnosed with an infection and prescribed an unspecified antibiotic to take 3 times daily for 7 days and were given insulin via an insulin pen. They were discharged approximately 3 hours later, the same day. The pod had been removed, and a new pod was successfully placed.